Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) charging cable was "burnt out" after charging for 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the charging cable burnt out. Visual inspection of the returned controller found no evidence of thermal exposure. No damages were noted on the charging port of the controller. The charging cable and charging adapter were not returned with the controller. The controller was plugged in using an insulet charging cable and charging adapter and allowed to charge to 100%. The controller was not felt to get hot during charging and no damages were noted to the charging cable. Inspection of the android log files downloaded from the controller found no evidence of the controller getting hot while charging. The logs showed that the battery temperature remained within the operating temperature specification while in use and while charging. The exact cause of the reported charging cable burning could not be determined as the charging cable was not returned with the controller.